Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The sales rep reported: was contacted via (B)(4) by s.s., the daughter of a patient from (B)(6) called (B)(4). This patient had his pump implanted in (B)(6) 2012. Serial number of the pump is (B)(4), it is a ap03000h. The daughter tells me, that when they emptied the pump, 30mls came back. She also told me that they had flushed the bolus pathway, and that had been successful, enough so that they could do a chemo infusion via that mode. Apparently not good enough to enable the pump to flow. She tells me that the dr was wondering why the pump was not running. There is a possible plan to take out the current pump, and replace it with a new one. The scannis will be going back to (B)(6) in early (B)(6), for another apt. I did assure her that the dr wrote the book on (B)(4), and that her decisions are based on many many years of experience. I have not, as yet heard from the dr or her rns. Whom I work with closely, about this patient and his pump. Just wanted to get the ball rolling, in the event that they did explant, and implant another pump. The daughter did ask me not to ask the dr re this. I will need to wait until either dr (B)(6) let's me know, or I see the patient's name on the operating room schedule. Dr (B)(6) is planning to do a CT scan (as I have been told by s.s.). This might mean that there has been serious disease progression, in which case they might not do anything pump wise. The rep sated " I do not have clinical verification the patients daughter asked that I not make dr (B)(6) aware that she called the clinical call line. Rep - will provide further information as it becomes available.